Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), when the physician attempted to retract the tether, it was tangled around the ipg. Leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.